Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13952, 3005099803-2013-13956, 3005099803-2013-13954, 3005099803-2013-13955,3005099803-2013-13957, and 3005099803-2013-13958 address these devices. It was reported to boston scientific corporation that six resolution hemostasis clipping devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, the clips miss-deployed. The clips would not disengage from the device . Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the clip assembly was connected to the bushing, but the prongs could not be opened, because they were locked in to the capsule. The clip assembly could be deployed. It was also noticed that the tabs were partially open. The sheath grip was detached from the over sheath and the over sheath was not returned. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13952, 3005099803-2013-13956, 3005099803-2013-13954, 3005099803-2013-13955,3005099803-2013-13957, and 3005099803-2013-13958 address these devices. It was reported to boston scientific corporation that six resolution hemostasis clipping devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, the clips miss-deployed. The clips would not disengage from the device . Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Although the device has been received for analysis, the failure analysis of the complaint device has not been completed. Upon completion, if there is any further relevant information from that review, a supplemental MDR will be filed.